Event description:
It was reported that the device may have had premature batter depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: (B)(4): the device was returned and analyzed. Analysis did not detect any performance issues, but the calculated longevity result of 87% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
(B)(4).